Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. Consumables: adapter: the adapter passed the optical inspection. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Infusion set: the used head set and transfer set were visually inspected and tested for flow and tightness. The test results were within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(6) 2013 patient reported his blood glucose levels have been elevated. Patient stated his blood glucose level has been running from 200-250 mg/dl. Patient's normal blood glucose range is 90-130 mg/dl. Patient reported he is able to self-treat with injections and boluses. Patient stated there were no error messages on the infusion device. Patient is currently using his old infusion device from a competitor. Patient reported the doctor is going to adjust his basal rate and bolus calculator settings. Patient stated he thinks his bolus calculator settings are incorrect. On callback company representative reported the hcp was contacted by the patient due to extreme elevated blood glucose levels that rose to the 500's mg/dl. Company representative stated the hcp contacted him regarding the issue. On follow up patient reported he thinks the infusion device has not been delivering insulin correctly since he started using it. Patient stated the trainer had checked the basal setts and it was set correctly and he still has been experiencing elevated blood glucose levels. Patient reported he would correct the elevated blood glucose level with injections of insulin and his blood glucose level would go down for short periods and then climb back up. Patient's current blood glucose is 220 mg/dl; still elevated above target. Patient stated he bases his boluses on carbs to be consumed in the meal and his blood glucose reading. Patient bought new insulin today thinking it could be the insulin; did not make a difference. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.